Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of blank display and button error from the insulin pump. The customer's blood glucose level was 185 mg/dl. The customer stated that the screen went blank and the keys were unresponsive. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the interface board. Unable to perform the operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify the button/keypad anomaly due to the blank display. No audio/beep or buzz was noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.